Event description:
In attempt to deflate the retention balloon to remove a foley urinary catheter per md order, staff were unable to aspirate fluid from the balloon to complete procedure. The consulting urolgist attempted injection of mineral oil into the balloon port. This was unsuccessful and the catheter tubing began to bubble at 1/2" from injection port. Under resulting ultrasound visualization, a radiologist inserted a guide wire through the balloon port. After repeated attempts, the balloon was ruptured and deflated and successfully removed. Pt slept through and tolerated the procedure well.